Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d9, g3, g6, h2, h3 and h6 (component code, device code, type of investigation, investigation findings and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for unable to open implant was confirmed with objective evidence based on the evaluation of the returned device. Evaluation of the returned device confirmed an eyelet was broken off the attachment finger of the implant delivery system that occurred during device preparation. The investigation of previous events with a similar failure identified that inadvertent eyelet manipulation during the manufacturing process may damage the eyelets on the attachment fingers of the implant catheter, which can result in the eyelets breaking during use. While mitigations are in place to identify a broken eyelet during receiving inspection, device assembly, and functional checks during device preparation, corrective actions are being implemented to ensure proper handling of the eyelets and minimize sources of compressive strain on the eyelets during processing. Therefore, the root cause for this event is manufacturing.

Event description:
The loader-preparation-point was not reached.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. Upon visual inspection, one of the eyelets was missing and not connected to the implant. There was no damage to packaging. The decision was made to use a new pascal. During device preparation of the implant catheter, the pascal was noted to move a little bit strange but root cause could not be identified. The pascal was actuated just once by opening the closed pascal to capture-ready-position and doing a clasp function check. Afterwards, preparation was continued with elongation and the implant catheter was advanced a bit out of the steerable catheter. At that moment, the eyelet was found to be detached from the implant. There were no signs of over elongation, but from closed configuration to capture-ready, the paddle knob was noted to make a kind of a dull clicking noise.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.